Event description:
It was reported that the arcticsun device would not heat up. The water temperature was 26.5c and the water level was 5. The biomed was advised to drain and refill the reservoir.

Manufacturer narrative:
Per review, bd has determined that the parent record for this MDR is a duplicate of record 1407276. Therefore, record 1410897 and all of its children will be voided. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not heat up. The water temperature was 26.5c and the water level was 5. The biomed was advised to drain and refill the reservoir.